Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided detailed instructions to reset the pump. Following the reset, the customer successfully began a new sensor session, and the error code did not reappear.